Event description:
It is reported that a customer had an absence of a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with removing the infusion set and preforming a fixed prime. The customer's pump alarmed a no delivery. The customer was advised to monitor their insulin pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.